Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out-of-range pace impedance measurement of 2,053 ohms. It was noted that the patient was seen in clinic the day before and the lv pacing configuration changed to lv tip to electrode 4. Technical services (ts) reviewed that this change may have contributed to the observed measurement as the device was now using of the spring contacts. The health care professional (hcp) plans to bring the patient back in for reprogramming. This crt-d and lv remain in service. No adverse patient effects were reported.